Manufacturer narrative:
The tech found the screw brake assembly not holding allowing bed to slowly drift all the way down. The tech replaced hilo screw assembly to resolve.

Event description:
The tech alleged the bed drifting down.